Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the healthcare provider's (hcp) office wanted them to call the manufacturing company to have the ins interrogated; they are unable to empty all the way and they are using a catheter now until they go back for an appointment on (B)(6) 2019. The patient mentioned they know how to adjust their settings. The patient said they were unable to empty their bladder two months ago and then they would adjust their settings, but things have gone downhill and they are uncomfortable now making adjustments. The call center escalated the issue to the field. No device issue was reported and no further patient complications have been reported as a result of this event.